Event description:
It was reported that in situ testing showed all electrode channels with status hi. An accident or trauma is unknown. The patient has no access to sound with the device.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.